Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this pulse generator and right ventricular lead presented to the emergency room (ER) with respiratory troubles. The patient was intubated. During the patient's time in the ER, telemetry strips recorded the patient's heart rate in the forties. Technical services reviewed the telemetry strips and determined that it was likely the device was oversensing external noise which was resulting in pacing inhibition. When the local boston scientific field representative (fr) interrogated the device, device diagnostics were normal. The fr reported that the patient would likely be hospitalized for an undetermined amount of time due to other medical issues. Additional information from the local field representative indicated that isometrics were performed and did not yield any device issues. The device was reported to have been functioning normally. Subsequently, the patient was reported to have passed away. There were no allegations against the device in relation to the patient's passing. The device was explanted and returned for analysis.